Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): investigation showed that the "contrast" key has intermittent response on button press and the "up" key is unresponsive on button press. The keypad was torn between the contrast and up arrow button, and was removed to investigate evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact button. The "contrast" key does not have normal spring back or click. Unrelated to this complaint, the verify screen had dim pink contrast: the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Also, a battery compartment crack, from threads to case seal, was noted.